Event description:
It was reported the implantable cardiac monitor (icm) device showed noisy signals after implant. The potential electromagnetic interference (emi) in the room was turned off, but the noise persisted. The physician decided to replace the device with a new icm. The new icm device also displayed noise after implant. The noise subsided and the qrs waves were seen 20 minutes after implant. The new device remains implanted and will be monitored for further noise. No adverse patient effects were reported.

Event description:
It was reported the implantable cardiac monitor (icm) device showed noisy signals after implant. The potential electromagnetic interference (emi) in the room was turned off, but the noise persisted. The physician decided to replace the device with a new icm. The new icm device also displayed noise after implant. The noise subsided and the qrs waves were seen 20 minutes after implant. The new device remains implanted and will be monitored for further noise. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.